Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens, -10.5/+4.0/098 (sphere/cylinder/axis) tore during injection into the left (os) eye. Reportedly, the lens got stuck in the injector and was torn. There was patient contact with the lens but no patient injury. The lens was implanted and removed intraoperatively on (B)(6) 2021.

Manufacturer narrative:
B5, d4:model type correction; vticmo 12.6. Supp1 not applicable. Claim (B)(4).

Manufacturer narrative:
B5, d4 : model type correction; vticmo12.6 . Claim (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo_12.6 implantable collamer lens, -10.5/+4.0/098 (sphere/cylinder/axis) tore during injection into the left (os) eye. Reportedly, the lens got stuck in the injector and was torn. There was patient contact with the lens but no patient injury. The lens was implanted and removed intraoperatively on (B)(6) 2021.